Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-04002. It was reported the patient experienced ineffective therapy. Diagnostics indicated that both leads had high impedances on all contacts. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.